Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1500 mcg/ml at 750 mcg/day), bupivacaine (20 mg/ml at 10 mg/day), compounded baclofen (300 mcg/ml at 150 mcg/day), and dilaudid (10 mg/ml at 5 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The event logs confirmed a motor stall occurred on (B)(6) 2018 at 03:50 with no recovery. The last pump refill was (B)(6) 2018 and everything was fine at that time. The patient had not recently had an MRI and emi (electromagnetic interference) was ruled out as the cause of the stall. The patient was asymptomatic at the time of the report. The doctor was going to follow-up with the patient in the clinic on monday. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump stalled again, and it was replaced (B)(4) 2018.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient¿s weight was unknown. The device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2018-jan-20 from patient indicated their device was beeping. No further complications were repor ted/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The motor stall recovered 36 hours after the initial stall.

Manufacturer narrative:
The pump was returned, and analysis found motor gear train anomaly; corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Fdr (B)(4) and fdc (B)(4) are no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.